Event description:
Pt participated in a (B)(4) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse, osteophytic spondylosis (vertebral body), facet hypertrophy osteoarthritis (lateral recess stenosis), and congenital spinal stenosis. Pt was implanted with a transforaminal posterior lumbar interbody fusion (tplif) spacer at levels l3l4size and l4l5size with pedicle screws at l3, l4, and l5. Pt was also implanted with click-x for supplemental fixation. Pt had been experiencing pain for 13 months. Surgery date was (B)(6) 2004, and postoperatively pt experienced weakness in leg, neck pain, severe left hip and leg pain, and kidney stone, requiring continuous physical therapy and naprosyn, repeat CT scan and refer to vascular md, injection left l5 nerve root, and treated by urologist with sound wave therapy. Complaint number 11 of 21. This report is for the locking cap at l4.

Manufacturer narrative:
Device (s) listed in this report is (are used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.